Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Account alleges that during medication infusions in cv ICU the manifolds are found to be cracking. The nursing staff replaced the manifolds when cracks were noticed. Patients have received all medications ordered by physician. No patient injury to report.